Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer had reported a speaker malfunction on the unit. It was unclear whether the speaker produced any sound. The device was in clinical use at time of event, no adverse event was reported.